Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown number of units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer declined trouble shooting with technical support. No additional product or event information was available.